Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to be in good condition, and when the manufacturer representative tried to attach a cassette to the pump, the pump alarmed "cassette not attached properly." The cause of the customer reported problem was the faulty downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was showing "cassette not attached properly" error message. Event occurred during set up, and there was no patient involvement.